Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. The manufacturer¿s international service technician could not duplicate the reported issue but did encounter an occurrence of e/c 1102 in the drpt. The manufacturer¿s international service technician replaced the cpu board, speaker#1 and #2 to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The part was returned to the manufacturer for investigation: the cpu pcba was tested and no failures were identified. The 1102 error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the "check vent: primary alarm failed" alarm sounded. There was no patient involvement.